Manufacturer narrative:
(B)(4). Did the clip fall into the patient? Yes. If yes, how was the clip retrieved? Surgeon used forceps to retrieve clips which firing of the device did this event occur on? Estimation: after about the fifth firing. What vessel or structure was the device fired on at the time of the event? Bleeding organ. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Yes, nicked organ. Was the device fired after this incident in or out of the patient? Fired in patient. What were the indications for surgery? Gallstones. What was found? Gallstones. Does the patient have any relevant history of surgical treatments? None. Did somebody other than the primary surgeon fire the instrument? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, in which we had to use three of the ligaclip appliers. The reason for this was when the surgeon was using the applier, the clips would not close when the handle for the applier was squeezed, the clips would just shoot out of the applier. This had happened with two of the three appliers. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.